Event description:
Additional information was received that the reason for replacement was due to endocarditis. It was reported that the valve was replaced with a non medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a serious injury. B5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 years and 1 month post implant of this 25mm aortic bioprosthetic valve, the patient is being evaluated for a stress echocardiogram (echo). The reason for evaluation was reported as increased gradients, structural valve dysfunction (svd) stage 2, mild leaflet thickening and an aortic valve area of 1cm2. It is indicated that the patient is experiencing a mean gradient of 25mmhg and a peak gradient of 44mmhg. No intervention or adverse patient effects were reported. Subsequently, 4 months and 4 days later, a stress echo was performed which indicated a peak gradient of 125mmhg and a mean gradient of 69mmhg and an aortic valve area of 0.56cm2. It was also reported that the patient will undergo transthoracic echocardiography (tte) control in 6 months. The patient had no symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.